Event description:
It was reported that ¿they implanted the lead according to the original one and didn¿t do x-rays,¿ and one week after implant an x-ray was done which found that they would have to change the lead from one side to the other side. The lead was moved from one side to the other and the original lead was left in, in ¿(B)(6) or (B)(6) or maybe it was (B)(6), it was before (B)(6)." It was stated that ¿this black thing kept coming out of my skin, and I didn¿t pull it and it festered up a little and then it came out, so it looked like stitching.¿ it was noted that at the time of report the patient still felt ¿where the stitches are for the original lead, I get like a sharp pain.¿ the patient still experienced that pain and indicated it was worse than when they had the implant. The pain had been present since the wound had healed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative.